Event description:
Customer reported the system locked up and that the power cord is torn. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the new software, is7 is needed for repair. Will install when available. Ge rep repaired the torn power cord. System operates as intended.